Manufacturer narrative:
The referenced device will not be returned to olympus for a physical evaluation as the user facility discarded the device following the procedure. The cause of the reported event cannot be conclusively determined at this time. However, details regarding the patient and procedure are still being investigated. If additional information becomes available or if the device is returned for evaluation, this report will be supplemented accordingly.

Event description:
Olympus was informed that a patient sustained burn to the perineum during a hysteroscopic ablation procedure. However, it was further reported that the burn was noted after the procedure. No additional information has been reported.

Manufacturer narrative:
This supplemental report is being submitted to correct type of report of the initial 30-day MDR, as the report was erroneously submitted as a 5 day report, thus olympus is not required to initiate action to prevent an unreasonable risk of substantial harm.